Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented to clinic for follow-up. Post-paced t-waved oversensing was observed on the ventricular channel via stored egm. Programming changes were recommended but were not made yet. Patient was fine. No further information available.